Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned embolic protection system (eps) noted blood on the filtration element (fe), on the bare wire coils and on the delivery catheter pull handle, shaft and delivery catheter pod, consistent with the reported use. Only the filtration element, bare wire and the delivery catheter were returned. The filtration element was returned on the bare wire and located at the step of the bare wire. There was no damage noted to the filtration element. There was a bend in the bare wire core 1.2 cm proximal to the step. There was no other damage noted to the bare wire. The delivery catheter pod (dc pod) was wrinkled 2.5 mm distal to the marker for a length of 8 mm, consistent with the reported information. There were two bends in the delivery catheter shaft 4 mm and 19 cm distal to the strain relief and a kink in the shaft 3 cm proximal to the guide wire exit notch. There was no other damage noted to the delivery catheter. The red locking clip was not returned with the delivery catheter. There was no other damage noted to the eps. It may be possible that the distal end of the retrieval catheter interacted with the newly placed xact stents while advancing through to retrieve the filtration element. This interaction may have caused the tip of the retrieval catheter to misshape, resulting in resistance while collapsing the filtration element. Additionally, if the wire is pulled with force against this resistance, this may have caused the retrieval catheter to wrinkle and/or accordion as was reported. Furthermore the application of pulling force used to eventually collapse the filter into the retrieval catheter likely transferred to the proximal end of the bare wire shaft causing the bend as noted on the returned unit. It was reported that the patient experience a vasospasm post removal and possible transient ischemic attach (tia) as the patient became unresponsive to signals. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, vasoconstriction and tia are listed in the products instruction for use as known adverse events associated with the use of the device. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents for difficult to remove or kinks reported for this lot. Additionally, the lot release testing results were reviewed and all samples met all manufacturing criteria. A query of the complaint database was performed and there have been no other incidents for difficult to remove or kinks reported for this lot. A conclusive cause for the reported difficulties, subsequent damage and reported patient effects could not be determined; however, there is no indication to suggest a product quality deficiency. As part of the manufacturing quality process, all embolic protection devices are visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.

Event description:
It was reported that during a left internal carotid artery procedure with two xact stents, during retrieval of the emboshield nav6 embolic protection system filtration element (fe) it was noted that when pulling the bare wire to retrieve the fe into the retrieval catheter, resistance was encountered and both the fe and the wire were moving as a unit. Eventually, the fe was captured and was removed from the anatomy without issue. Additionally post removal the patient experienced transient vasospasm and possible transient ischemic attach (tia) as the patient became unresponsive to signals. No medication or intervention was performed and the symptoms resolved shortly with all neurological function resumed. Once outside the anatomy, there was visible debris noted in the filtration element and the retrieval catheter had accordioned and kinked in a portion. There was no reported adverse patient sequela. No additional information was provided.